Event description:
Customer reported device results = in the 200s mg/dl. Customer went to the hospital. Lab = 96 mg/dl and device = 115 mg/dl. Lab = 180 mg/dl and device = 240 mg/dl. Lab = 79 mg/dl and device = in the 90s mg/dl. All results were performed within 2 minutes of each other. No treatment was given, however customer drank 70 mg of glucose in the emergency room (ER). Controls were used, however values were not provided to determine if they were in range. A request was made for return product and replacement product was sent.